Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 51.5 cm. The reported event for failure to capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, even at very high outputs. The lead was explanted and replaced. There were no patient consequences.